Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresolved "transducer fault" alarm on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device and determined the fault was associated with the main printed circuit board (pcb). However, the suspect main pcb component was damaged during the removal processed and disposed of therefore, no component root cause failure can be determined.